Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. Customer stated there was no sound or vibration on the insulin pump. Customer changed the battery and did the self test, but pump did not vibrate during the test. No harm requiring medical intervention was reported. The insulin pump was replaced and will be returned for analysis.